Event description:
Extended intervals of concurrent atrial and ff signal noise reported. Patient presented with lack of atrial sensing while in normal sinus rhythm. Full lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.